Manufacturer narrative:
The gore® cardioform septal occluder instructions for use includes, but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: significant pleural or pericardial effusion requiring drainage.

Event description:
It was reported to gore a gore® cardioform septal occluder was selected to close a patent foramen ovale. It was reported that one hour after the procedure, the patient complained of chest pain. Later the same day, a pericardiocentesis procedure was performed to treat a pericardial effusion. The device remains in place and the patient was reported to be doing well.